Event description:
The reporter stated a b & l lens kinked when implanted into the eye due to the lens not exiting the injector properly. The patient is fine and the back up lens was implanted. The cause of the kinked lens was due to the msi-pr injector.